Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output and 13 noise reversions. The noise could be reproduced with isometrics in unipolar mode. The patient complained of chest pain and was scheduled for a chest x-ray and potential reposition procedure.